Event description:
A report was received that the patient started to develop a small abscess above the incision of the ipg site. The patient was placed on antibiotic regimen for several days. The physician did not believe that it was device or procedure related.

Manufacturer narrative:
Additional information was received that upon follow up on the patient, the abscess had resolved.

Event description:
A report was received that the patient started to develop a small abscess above the incision of the ipg site. The patient was placed on antibiotic regimen for several days. The physician did not believe that it was device or procedure related.